Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and a definitive cause for the single leaflet device attachment (slda) in this incident could not be determined. However, the reported patient effect of worsening mr appears to be a result of patient/procedural conditions and due to the slda. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This report is filed for increased mitral regurgitation post-procedure and possible single leaflet clip attachment. It was reported that on (B)(6) 2016, one mitraclip was implanted without reported issue reducing degenerative mitral regurgitation (mr). Patient anatomy was very challenging (rotated heart and esophagus that went to the left). On (B)(6) 2017, an echocardiogram showed mr had increased to grade 4. Clip placement was uncertain. On (B)(6) 2017, a second mitraclip procedure was performed. Due to the challenging anatomy, echocardiogram visualization was difficult. It was observed that the first implanted mitraclip had possibly detached from the anterior leaflet, a single leaflet device attachment (slda); however, visualization was difficult. A second mitraclip was successfully implanted lateral to the first reducing the mr from grade 4 to 2. The procedure was completed and the patient is in stable condition.